Event description:
It was reported that high impedance and a resultant low output current was detected on the patient's device. The manufacturer's device history records of the lead were reviewed. The lead passed final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received that impedance was okay and that the report of the high impedance was a miscommunication.

Manufacturer narrative:
Correction: MDR inadvertently submitted. Information received prior to initial MDR submission that the patient had no high impedance - no malfunction suspected b5. Event description, corrected data: information received that high impedance did not occur. The following added to event description: "information was received that impedance was okay and that the report of the high impedance was a miscommunication. " h3, device evaluated by MFR, corrected data: code 81 indicated, as no device failure occurred so product return is not needed. H6, evaluation codes, corrected data: previous codes inadvertently added to reflect high impedance but high impedance/lead fracture did not occur, added codes to reflect that no device failure occurred.